Event description:
The report stated that during a radio frequency ablation, a water leak occurred at the strain relief. A new needle electrode was opened and used. There was no injury reported.

Manufacturer narrative:
To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.